Event description:
It is reported that the patient is experiencing post-operative infection and swelling.

Manufacturer narrative:
A review of the primary surgical notes made no mention of surgical complications. X-rays were provided but no conclusive evidence for proper implant alignment could be extracted from them. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Zimmer package insert states swelling or infection as potential adverse effects of the surgical procedure. No devices or photos were received; therefore the condition of the components is unknown. A definitive root cause cannot be determined with the information provided. This device is used for treatment. A product history search did not reveal any other complaints against all of the component part and lot number combinations.